Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 4 and 24 hours. Once at the hospital the patient was treated with sodium chloride as well as insulin. The patient was released from the hospital the same day. The pod will not be returned as it has been discarded.